Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg would not hold a charge and would not come up from hibernation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned. No device malfunction was suspected.